Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience pro everolimus eluting coronary stent system expanded indications electronic instructions for use as a known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with acute myocardial infarction. A percutaneous transluminal coronary angioplasty (ptca) procedure was performed to treat a de novo lesion located in the proximal right coronary artery (rca). A xience pro 3.5 x 28 stent was deployed from proximal to mid right coronary artery. Timi 3 flow was achieved and the patient was transferred to the intensive care unit (ICU) following the procedure. Approximately 8-10 hours post procedure, the patient expired in the ICU due to sudden cardiac death. At the time of the event, the patient was taking both aspirin and clopidogrel. No autopsy was performed. No additional information was provided.